Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that poor actuation of the probe occurred and the vitreous humor could not be removed at all. The condition of aspiration and cutting was unknown. The surgery was completed after replacing the probe with another one. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR review, one probe component lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on DHR reviews. No further anomalies were identified. A complaint lot history examination indicates there were no other complaints for the reported issue. The customer returned one probe for evaluation. Visual evaluation of the returned sample indicate a visually nonconforming probe because the cutter is in the closed-port position. Functional evaluation was performed and determined probe was deemed nonconforming because the cutter would not move and the cutter remained in the closed-port position. The probe was disassembled and the components inspected. There was no resistance felt when removing the inner cutter from the needle because the cutter extension pulled out of the coupling. Cutter extension and coupling adhesive failure was confirmed during evaluation. The root cause for the failure was due to the separation of components within the probe. An internal corrective action has been initiated to perform further investigation and identify actions to improve adhesive application and prevent the potential for component separation. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).